Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-04573. It was reported the patient has been receiving inadequate therapy due to lead fracture in one of the patient's leads. X-rays confirmed the lead fracture. As a result, the patient's lead was explanted and replaced. Therapy was restored post-op. Both of the patient's leads are being reported because it is unknown which lead is liable.